Event description:
We have been informed that during a cataract surgery, no aspiration was obtained, resulting in a capsular rupture and the nucleus dropping into the posterior chamber. A posterior intervention was required and again the surgeon faced aspiration issues, making it difficult to secure the nucleus. Additionally, a small sub-retinal bleeding was observed, located near the central retinal vein. It was decided to monitor the bleeding. On day one, post-operative, the sub-retinal bleeding has stopped, however the post-operative result remains suboptimal, as expected for an aphakic eye one day after surgery. Due to the complication, the patient will require an alternative implant (carnivale) in a follow-up procedure.

Manufacturer narrative:
In regards to this complaint, logfiles and two pictures were provided for review and a pump module was provided for investigation. Analysis of the detailed log files showed that each time the pedal was pressed during surgery, the actual aspiration pressure in the pump module increased as expected, with no abnormal behavior detected. The log files confirmed that an actual vacuum was being measured in the pump at the relevant time. Possible contributing factors were considered, including the cartridge and tubing, which were replaced, ruling them out as the cause. A potential issue with the pump was also considered. However, the complaint could not be reproduced during investigation, the module worked according to d.o.r.c specifications. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the pump module that was provided for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva nexus surgical system are included in the analysis (eva-no asp-anterior) since 2022 more than (B)(4) surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during a cataract surgery, no aspiration was obtained, resulting in a capsular rupture and the nucleus dropping into the posterior chamber. A posterior intervention was required and again the surgeon faced aspiration issues, making it difficult to secure the nucleus. Additionally, a small sub-retinal bleeding was observed, located near the central retinal vein. It was decided to monitor the bleeding. On day one, post-operative, the sub-retinal bleeding has stopped, however the post-operative result remains suboptimal, as expected for an aphakic eye one day after surgery. Due to the complication, the patient will require an alternative implant (carnivale) in a follow-up procedure.